Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter for batch 23123992. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks and a complete separation 73.8cm distal from the strain relief. There was contrast in the inflation lumen and the balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 19-jun-2019. It was reported that crossing difficulties were encountered. The 90-95% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 15mm maverick balloon catheter was advanced for dilatation but failed to cross the lesion due to calcification. The procedure was completed. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a shaft break.